Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiopulmonary arrest approximately two hours after receiving dialysis and expired. It was also alleged that the pt's expiry was caused by the product administered to the pt for dialysis treatment.